Manufacturer narrative:
(B)(4). Report source foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that (2) screws were broken during an initial segment procedure on an unknown date. No fragments were retained by the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h10 a visual inspection was conducted on the screws. The screws both show signs of use including marking on the screw heads as well as damage to the screw tips. The tips for both screws have fractured. The complaint is confirmed. A determination cannot be made as to what caused the screw tips to fracture. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.